Event description:
The customer reported alarms were not audible during a pt incident.

Manufacturer narrative:
The customer reported that a pt had experienced a cardiac arrhythmia and although the alarms were correctly enunciated at the central station, the nursing staff states they did not hear the alarms, resulting in the pt's condition going unnoticed. Based on the available info, the customer does not allege that the system contributed in any way. However, they are concerned that recent changes to the ward layout means that they are sometimes unable to see or hear the alarms. To this end they have requested advice on whether the system can be upgraded to better meet their revised requirements. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)